Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that the device shuts off during use at night, causing the patient to wake up choking, gasping for air, with a dry mouth and cracked lips. The humidifier is set to level 5, but the patient reported that the air feels too hot and plans to adjust the setting. The patient also noted that on a few occasions, the device felt unusually hot to the touch after it shut off. Additionally, the patient mentioned that she has been waiting for four years to receive a replacement device yet is still using the recalled model. The patient also stated that she visited a lung clinic, although her primary concern is heart issues, not lung problems. She has been prescribed medication for her heart condition. The patient states she would clean her device every two weeks with vinegar and dish soap. The patient was given the proper cleaning instructions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that the device shuts off during use at night, causing the patient to wake up choking, gasping for air, with a dry mouth and cracked lips. The humidifier is set to level 5, but the patient reported that the air feels too hot and plans to adjust the setting. The patient also noted that on a few occasions, the device felt unusually hot to the touch after it shut off. Additionally, the patient mentioned that she has been waiting for four years to receive a replacement device yet is still using the recalled model. The patient also stated that she visited a lung clinic, although her primary concern is heart issues, not lung problems. She has been prescribed medication for her heart condition. The patient states she would clean her device every two weeks with vinegar and dish soap. The patient was given the proper cleaning instructions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.